Event description:
It was reported that the right ventricular lead had low impedance and the right atrial lead had decreasing impedance. Due to patient anatomy, only the atrial lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4) implantable pulse generator (B)(6) 2006; (B)(4) implantable pacing lead (B)(6) 1997. (B)(4).